Event description:
It was reported when the device was sent in for repair that a tip broke off during cleaning. No patient injury.

Manufacturer narrative:
No event date reported. (B)(6). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The report is inconclusive as to the cause of the reported product problem as the analysis has not been completed. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. These unique instruments have been designed to remove tissue and evacuate blood from the surgical site to provide optimal visibility in the most challenging areas of the sinuses, such as the sphenoid sinus and frontal recess. These instruments work particularly well in trans-sphenoidal procedures. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Manufacturer narrative:
Qe has reviewed the analysis and concurs that on (B)(4) 2012 part mcen116 lot 201104mf2 was received by medtronic xomed instruments (mxi) for analysis. Quality assurance and regulatory affairs manager visually examined the product and confirmed the tip was missing. After a close inspection, it was noted that the laser welds have been broken and the inner tube and the shaft was slightly bent. Mxi was not able to highlight any evidences of manufacturing defects. Mxi reasonably suspected that the rupture happened because of an excessive pressure / bending on the tips during the cleaning. Mxi further reported the product was un-repairable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.